Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: "lo" mg/dl (below 10 mg/dl) and "hi" mg/dl (above 600 mg/dl).